Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and in the middle of the procedure, it was noticed that the very distal tip of the carto vizigo® sheath was damaged. The reporter stated that there is a piece missing on the very distal end of the vizigo®. Additional information was received which indicated that they are unsure if the missing piece was from the get-go or not, as they only noticed mid case. It is unknown if it broke upon opening or if it broke later on. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the dilator was found slid through the irrigation hole at the tip area. Upon its removal, the tip was squashed but not broken. No missing piece was observed in the tip or any other portion of the device. The squashed tip could be related to the missing piece issue reported and may also be related to the resistance experienced. A device history record was performed for the finished device batch number, and no internal actions were identified. The intracardiac resistance and tip issues reported by the customer were confirmed. The irrigation hole deformed condition could be related to excessive force or manipulation, and according to the information received, it may have occurred during the procedure with this device; however, this could not be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and in the middle of the procedure, it was noticed that the very distal tip of the carto vizigo® sheath was damaged. The reporter stated that there is a piece missing on the very distal end of the vizigo®. The sheath was replaced and the issue was resolved. There was no injury or consequence to the patient. The procedure continued with no further issues. Additional information was received which indicated that no wires were exposed. There was a ¿2nd jagged edge but looked protected with the dilator in¿. The device was not pre-shaped. The physician did not mention any difficulty introducing the sheath through the vasculature. The physician had difficulty crossing the septum, and that¿s when he pulled out the sheath and checked it.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).